Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: no observed rupture on the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and air voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "preventive replacement." The device has been explanted and replaced with an unknown device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo analysis: device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure requested on (B)(6) 2025. Lot number 2639209 can be observed on the device. Visual analysis of the photographs identified: ¿ rupture: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "rupture." Later healthcare professional reported "preventive replacement." This record is for the left side. The device has been explanted and replaced with an unknown device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture." Later healthcare professional reported "preventive replacement." This record is for the left side. The device has been explanted and replaced with an unknown device.